Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) paced inappropriately and caused the patient to go into ventricular tachycardia. Follow up determined that the epg delivered a ventricular pulse after which the patient's ventricular rhythm increased. The patient was brought out of ventricular tachycardia. The epg was returned for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. No anomalies observed during bench test. Analysis found the upper case was broken and dented. The lower case and battery release were broken. The keyboard was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.